Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98 (troponin-I stat high sensitivity), and a 510k number of k191595.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 53-year-old male patient. The following data was provided: sample ID (B)(6), initial result, on (B)(6) 2025, was 1178.5, repeat result was 0.4 ng/l. The patient was recollected on (B)(6) 2025, under sample ID (B)(6), and the results were 0.9 and 0.0, repeat results, on (B)(6) 2025, were 1.1 and 0.3 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the architect stat high sensitive troponin I reagent (list number 03p25) did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with list number 03p25 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. The overall performance of the architect stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 81309ud00 is within established limits and comparable to the historical lot performance. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent reagent was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 53-year-old male patient. The following data was provided: sample ID (B)(6), initial result, on (B)(6) 2025, was 1178.5, repeat result was 0.4 ng/l. The patient was recollected on (B)(6) 2025, under sample ID (B)(6), and the results were 0.9 and 0.0, repeat results, on (B)(6) 2025, were 1.1 and 0.3 ng/l. There was no impact to patient management reported.